Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated he went to seek medical attention on 09-mar-2020 due to swollen foot and customer had concern that his meter reading high results. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated his condition is improving slowly. Customer went to see his doctor on (B)(6) 2020. Doctor advised the customer that he have a bacterial infection on his toes not related to his diabetes. Customer was not hospitalized and was prescribed antibiotics. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all morning tests results obtained. The expected fasting blood glucose test result range is 140-160mg/dl. The customer did report symptoms. Medical attention is reported due to a foot infection not related to diabetes or the use of the product. . The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Time /date not set) (B)(6).